Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to perform an extended self test (est) for evaluation and testing, however noted a vent inop occurrence in the device diagnostic history due to an o2 valve stuck open. The service technician replaced the oxygen valve to address the finding. Applicable final testing was completed and tests passed to operating specifications.